Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation; subsequently, blood loss was noted. The extension set was to be used to deliver an unspecified medication. The male adapter of extension set was connected to the hub of the pt's angiocatheter. It was reported that as the nurse attempted to connect an unspecified syringe to the female end of the extension set to flush the extension set and pt's angiocatheter with normal saline, the tubing separated from the female adapter. An unspecified volume of blood loss was noted. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.